Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. The patient was feeling dizzy, had a headache and chills. The patient went to the doctor and the pod was removed from the infusion site on the arm. The pod's cannula was found blocked. The doctor's visit lasted 30 minutes. No diagnosis was given other than high bg's. As treatment, a new pod was replaced.